Event description:
The patient had 2 leads (from the same lot) implanted as part of his axium neurostimulator system. It was reported the patient indicated his therapy has never been effective and he ceased using the axium neurostimulator system. A competitor system was implanted. The axium neurostimulator system remains implanted but is not being used.